Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Evolution study it was reported that a device migration occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2014. A 33mm watchman ® laa closure device was implanted, with a complete seal and was placed distal to and spanned the entire laa ostium in (B)(6) 2015, an angiography & computerized axial tomography (CT) scan revealed that a device migration occurred. No further actions were taken.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported, that in (B)(6) 2016, the patient was hospitalized. They were seen by thorax surgeon and wds was explanted.

Manufacturer narrative:
Upn- corrected from m635ws33060 to m635ws24060. Catalog/model # corrected from ws-3306 to ws-2406. Device lot number corrected from 15556765 to 16028569. Device expiration date corrected from 09/24/2015 to 04/16/2016. Device manufactured date corrected from 10/22/2012 to 05/02/2013.

Event description:
It was further reported that a 24mm watchman ® laa closure device was implanted not a 33mm watchman ® laa closure device. The implant procedure was performed in the morning. The patient was npo with no hydration concerns and in normal sinus rhythm. At the time the device migration was discovered, the device was reported to be tilted, but still in the laa. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient pulmonary vein isolation (pvi) using pvac at the time of the watchman implantation. At an unspecified time, the patient had a transient ischemic attack which was noted to be possibly due to poor positioning of the watchman device. In (B)(6) 2015, it was discussed with the patient that the watchman device would be removed during a maze procedure. In (B)(6) 2016, the patient was hospitalized. The next day, a cardiothoracic surgeon explanted the watchman device and a maze IV procedure was carried out with closure of the left heart axis using a clip. The patient was discharged to another facility on 14 days later. The patient was discharged from the second facility's care after 6 days.